Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted, the distal conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, outer tubing overlay with cosmetic environmental stress crack, inner tubing was torn, outer tubing overlay was breached cut, there was blood in/on the helix mechanism and the lead was flexed, within five centimeters of the anchoring sleethe device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and the distal conductor fractured. It was noted that the distal conductor was distorted, the distal conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, outer tubing overlay with cosmetic environmental stress crack, inner tubing was torn, outer tubing overlay was breached cut, there was blood in/on the helix mechanism and the lead was flexed, within five centimeters of the anchoring slee the device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving (B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An allegation from an attorney indicated the patient is deceased.

Event description:
Asku